Manufacturer narrative:
Through follow-up with user facility personnel, a steris account manager learned that during the time of the reported event a steris dealer, surgiplast ltda, employee was onsite. The employee had accidentally dropped the cup of vaprox sterilant onto the floor in the process of loading a sterilizer. The impact to the floor caused the lid to separate from the cup allowing the contents to spill out. The employee picked up the cup without wearing the appropriate ppe, specifically gloves, and subsequently made contact with the spilled sterilant resulting in the reported event. The vaprox hc sterilant safety data sheet states (4), "hand protection: wear protective gloves". The v-pro max 2 sterilizer operator manual states (1-2), "danger - chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols) and observe all safety precautions. See vaprox hc sterilant sds, product label and package insert for additional handling information." A steris account manager performed in-service on the importance of wearing proper ppe, specifically gloves while handling vaprox sterilant. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while handling a cup of vaprox sterilant. Medical treatment was sought and administered.